Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the implantable pulse generator (ipg), after the leads were hooked up to it, it did not pace. The physician removed the lead and reinserted it a few times. When the programming head was placed on the device, it paced asynchronously then normal device operation resumed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.